Manufacturer narrative:
Updated outcome attributed to adverse event. Corrected/updated event description.

Event description:
Kurnutala, l.n., kim, d., sayeed, h., sibai, n. Persistent spinal headache after removal of intrathecal drug delivery system: a case report and review of literature. Anesthesiology and pain medicine. 2015;5(5). Doi: 10.5812/aapm.29786. Summary: conservative management is successful in the vast majority of patients with spinal headache. Interventional procedures are required in a small fraction of patients for symptomatic relief. Reported events: the patient had a history of postdural puncture headache following the intrathecal opioid trial before permanent placement and was treated with epidural blood patch to control the headache after failed conservative management. The opioid drug was unknown and the patient's pertinent medical history included chronic neck pain with cervical post laminectomy syndrome. Follow-up was being conducted to obtain the drug being delivered via the device, event date, patient identification, and device information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Kurnutala, l.n., kim, d., sayeed, h., sibai, n. Persistent spinal headache after removal of intrathecal drug delivery system: a case report and review of literature. Anesthesiology and pain medicine. 2015;5(5). Doi: 10.5812/aapm.29786. Summary: conservative management is successful in the vast majority of patients with spinal headache. Interventional procedures are required in a small fraction of patients for symptomatic relief. Reported events: the patient had a history of pdph following the intrathecal opioid trial before permanent placement and was treated with epidural blood patch to control the headache after failed conservative management. See attached literature article